Event description:
The disposable robotic suction irrigation was not working while on the field according to previous shift nurse. Placed in materials cabinet in spor dirty utility room. Apsm aware. We have no further information regarding this incident.